Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after an endovascular aneurysm repair interventional procedure using a 9f sheath. Reportedly, a suture break occurred during knot advancement. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.